Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed the reported left ventricular assist device (lvad) internal faults. The submitted log file data showed events consistent with rotor instability on (B)(6) 2021, resulting in low-speed advisory, low speed hazards and low flow faults and low speed advisory, low flow and lvad internal fault alarms. The increase in current draw resulted in the lvad motor temperature increasing to 91c. The cause of the rotor instability could not be determined as the onset of the event had been overwritten by new data. The rotor instability events resolved following a system controller exchange to (B)(6). The submitted log file following the controller exchange revealed normal pump operation. On (B)(6) 2021 at 5:45:47, com a fault, com b fault and low pump current faults were active. The pump subsequently stopped at 5:45:47 with pump stop, low pump current, low speed advisory and low speed hazard faults active. The pump was stopped for approximately 3 seconds and restarted at 5:45:50. Following the pump stop event, low flow faults were active until the pump speed was able to reach the low speed limit approximately 1 second later. The pump stop event is consistent with an esd event. Besides the esd event, the pump operated at the set speed for the duration of the captured data. It was reported that on (B)(6) 2021 the patient called regarding an lvad alarm, it was recommended that the system controller be changed to backup. The exchange was performed successfully, and the patient was unstable, symptomatic with chest pain and numbness. Their mean arterial pressure (maps) were 80 mmhg, normal lab test and international normalized ratio (inr) of 3. The patient¿s main and backup system controllers were exchanged. They were hemodynamically stable and discharged. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 19oct2017. The heartmate 3 lvas instructions for use (IFU) and patient handbook provide information regarding electrostatic discharge and warn to avoid activities that could create static electricity. The labeling also explains all system alarms and the recommended actions associated with them electrostatic discharge is included in the safety testing and classification tables of both of these documents. The heartmate 3 lvas patient handbook warns the patient to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The hm3 IFU outlines all system alarms, including the lvad fault advisory, and the recommended actions associated with these events in the alarms and troubleshooting section. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient called to report an lvad fault alarm on (B)(6) 2021. The patient was asleep at the time of this event. The patient performed a system controller exchange to the backup. The patient was unstable, and symptomatic with chest pain and numbness. The patient was admitted for investigation. The log files were submitted for review. The patient was asymptomatic with a mean arterial pressure (map) value of 80 mmhg, and an international normalized ratio (inr) value of 3. The patient's main and backup system controllers were exchanged. The log files were submitted for review. The log file analysis revealed that something caused pump rotor instability. The patient was hemodynamically stable and was discharged. The pump rotor instability resolved with the power cycle of the pump caused by the controller exchange. There was a pump stop on the second controller that appeared to be a pump reset caused by electrostatic discharge (esd). The ventricular assist device (vad) team has done a refreshment training for the prevention of esd. The manufacturer's report number for the two associated heartmate 3 system controllers are 2916596-2021-05428 and 2916596-2021-05429.